Manufacturer narrative:
E1 - initial reporter phone: ext (B)(6). B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The complaint was verified. There was damage to the battery compartment. Further inspection and functional testing found damage on the downstream occlusion (dso) seal. Replaced dso seal, and battery compartment door. The device passed all testing after repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the customer returned the device for a chipped battery case; during device evaluation it was found that the downstream occlusion (dso) seal was damaged. Discovered during testing. There was no patient involvement.